Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified, 99% stenosed, mid left anterior descending (lad) coronary artery. After pre-dilatation, a 2.25 x 28 mm xience xpedition stent was successfully deployed at a 12 atmospheres (atm) and was post-dilated with an unspecified 2.50 x 12 mm balloon catheter inflated to 14 atm and 16 atm. Following post- dilatation, a proximal edge dissection was observed. A new 2.25 x 18 mm xience xpedition stent was successfully implanted to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.